Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; due to a different issue that was identified.

Event description:
It was reported the pump became hot to touch and was smoking while charging. The customer's blood glucose was 100 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Describe event or problem: replaced. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; due to a different issue that was identified (damaged usb pins).

Event description:
It was reported that the pump became hot to touch while charging. Smoke was also observed and the plastic around the charging port became melted. The customer's blood glucose was 100 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.